Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(4)) powered off with unknown error code was not confirmed during the functional test and event log review. No device malfunction was observed during the tasting and the returned thermogard ivtm system performed as intended. The reported complaint of the patient continued to cool below the target temperature was confirmed in the event log review. The possible root causes could be that the catheter used was misplaced or kinked during the time the therapy was halted or patient physiological situation (ie. Patient transport to MRI etc.). No physical damaged observed during visual inspection. During archive review, no record of error codes in the event log, thus not confirming the unknown error reported. Patient data was reviewed and the thermogard ivtm system showed it performed as intended and patient temperature reach the target of 36.8°c but showed an undershoot to 36.29 °c after two hours. Thus, confirming the reported over cooling complaint. The returned thermogard ivtm system passed all the functional tests.

Event description:
Customer reported that the thermogard ivtm system (serial # (B)(4)) continued to cool down the patient temperature to 35.5°c degrees after reaching the target temperature of 36°c degrees. Per reporter, the thermogard ivtm system has later powered off twice with unknown error code. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.